Manufacturer narrative:
Main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported a settings not available - screen 59 - message was seen on the controller. The rep was just setting up a trial programming, were unable to get past 4.2ua and the patient was feeling the stim at 4.2. The rep attempted to decrease amplitude to 0.0ma and then increase amplitude to effect, but this did not resolve the issue. They also tried turning stim on/off and ensuring the grounding pad and all connections were secure with zero success in clearing the screen. The rep stated they would proceed with the trial with a limit of 4.2 ua. No patient symptoms reported. The rep later reported on 2016-04-22 that it was their understanding that if the lead may have migrated that the external neurostimulator (ens) would limit the amplitude of the device, which they assumed was the case. The issue involved a pne lead and no x-rays were taken. This issue did not affect the trial as the patient had a successful trial and was scheduled to go on to full implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.